Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No consequences reported. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the needle is detached from the thread during use on patient. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). The case is reported by chief of nurses in or. Photo analysis:this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two dispensed needles with a section of suture damaged and detached. The image is not clear to determine the failure. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.